Event description:
The pt was being fed using a pump. 500 ml of an enteral feeding solution was hung, and the pump was set to deliver 95 ml/hr. 300 ml were delivered in 2.5 hours. There was no illness, injury or medical intervention resulting from the event. The reporter stated the enteral solution was derived from a reconstituted powder, and that the product had been refrigerated prior to use. The reporter stated the product overdelivered several times that week, but gave no further details about those events. One pt involved.